Event description:
On (B)(6) 2013 -- additional information: through follow-up with the corresponding author it was determined that the pump contained lioresal, delivered at 220mcg/day. The general outcome for the patient was reported as "well", but it was not possible to give the patient the desired higher dosage of baclofen due to the described episodes.

Event description:
(B)(4) dose-dependent relapse of hiatus hernia after administration of intrathecal baclofen treatment - a rare complication. Child's nervous system. 2013. 29(5). Summary/reported event: due to a perinatal hypoxic-ischemic encephalopathy, the patient suffered from severe nonambulatory quadriple gic cerebral palsy (gmfcs level v) associated with symptomatic epilepsy, progressive scoliosis and spastic hip luxation operated 3 years ago, severe gastroesophageal reflux with regurgitation, vomiting and failure to thrive beginning at the age of(B)(6) . At the age of (B)(6), a hiatus hernia was diagnosed. Despite conservative therapy, a progression of esophagitis was documented. At the age of(B)(6), the patient was operatively treated by an open ventral semifundoplication and percutaneous endoscopic gastrostomy (peg) tube placement. After this intervention, the gastroesophageal symptoms were significantly reduced. The patient received baclofen (manufacturer unknown) intrathecal for spasticity from at the age of (B)(6) (dose and dose unspecified). At the age of (B)(4) in a test of itb using a continuous infusion by an external pump, a positive effect on spasticity was documented. During the itb test, with a dose of 300ug/24 h, the spasticity was reduced, as was clinically the aim. With respect to this experience and result, caregivers and professionals decided to implant a programmable synchromed ii pump (medtronic inc.). 6 weeks later. After implantation, the dose was stepwise increased to the aim dose (dose unknown), which successfully decreased the spasticity during the test. Three weeks after reaching the dose of 300ug/24 h, the patient was admitted with pale skin color, vomiting, massive drooling, acid regurgitation and reduced well-being. The clinical examination and the blood sample, to exclude any metabolic problem or infection, were normal. No malfunction of the pump or dislocation of the catheter was found, and the peg tube position was adequate. After removing the air from the stomach through the peg tube and abstinence from food through the tube, the patient recovered slowly over the course of 3 days. This situation repeated 2 weeks later. The chest x-ray and a single-contrast barium swallow study disclosed a relapse from a large hiatus hernia. In this situation, the baclofen dose was stepwise reduced to 220ug/24 h. With this dose, the spasticity was insufficiently reduced. Therefore, two further trials to increase the dose were done, but therapy with an itb dose of >240ug/24 h was repeatedly associated with the above-described episodes. In an ethical commission discussion, an operative intervention with re-semifundoplication was excluded. The patient was being treated with itb with 220 ug/24 h and no further clinical episodes of the hiatus hernia, as described above, had been observed over 2 years, and a partial oral feeding was possible, although the spasticity was insufficiently controlled (at the time of report). The author concluded that, although the external pump trial prior to implantation for intrathecal baclofen in children with cp allows a precise evaluation of effects and safety, not all potential complications could be excluded in this test phase. For the first time, with this case describe a dose dependent close connection between itb and episodes of hiatus herniation. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Catheter model: unk serial/lot#:unk it was not possible to match this event to a previously reported event. (B)(4).

Manufacturer narrative:
(B)(4).